Event description:
Additional information was received (B)(6) 2019: the physician obtained access in the left groin for treatment of the right side. The physician ballooned and used a ¿csi¿ on the external iliac, through the complaint device. After treating the stenosis, the physician attempted to remove the sheath and when he ¿tugged¿ on the device, it tore in half. Half of the device was outside of the body with the wire and half remained in the body. A second access was obtained on the right side and the user was able to retrieve the remaining half of the complaint device with a new 10 french (unknown manufacturer) sheath and snare. Hematomas were present bilaterally after the procedure, per the reporter.

Manufacturer narrative:
Investigation - evaluation reviews of the complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that the cause of this event cannot be traced to the device, but rather to the patient condition. It was reported that the user ¿tugged¿ on the device upon removal, suggesting that resistance was met as a result of the patient¿s anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Corrected information: g5. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation = cath lab director. PMA/510(k) number = preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a flexor balkin guiding sheath separated in the patient and was removed with a snare. Additional information has been requested, but is not available at this time.